Event description:
Customer reported that tubing leaked and a large amount of air was noted below the pump. Event occurred in newborn ICU. There was no report of pt harm or medical intervention required. The customer stated that no further pt/event info is available.

Manufacturer narrative:
(B)(4). The affected product has been received and the investigation is pending. A follow up report will be submitted once the failure investigation has been completed.